Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; incontinence not present before implant; recurrent incontinence surgical interventions: on (B)(6) 2009 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: release tension / revision. Nonsurgical treatments: on (B)(6) 2020 the patient commenced incontinence medication: betmig 50 mg for the treatment of: irritable bladder symptoms, urgency and urge leakage. Treatment duration: to be advised. On (B)(6) 2009 the patient commenced other medication (please specify): hiprex with vit c for the treatment of: daily utis. Treatment duration: ongoing. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2014 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: urinary urgency / hormonal treatment. Treatment duration: years. On (B)(6) 2021 the patient commenced incontinence medication: endep for the treatment of: utis & urgency. Treatment duration: ongoing. On (B)(6) 2009 the patient commenced other medication (please specify): antibiotics for the treatment of: utis. Treatment duration: ongoing as required. On (B)(6) 2013 the patient commenced other medication (please specify): estalis patch for the treatment of: urinary urgency / hormonal. Treatment duration: 6 mths. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: urinary urgency / hormonal treatment. Treatment duration: to be commenced.